Event description:
The catheter crumbled. Further conversation with the customer revealed that the catheter broke into the pleural space shortly after insertion. "Several small fragments" were confirmed via x-ray. The pt was taken to surgery today for removal of the fragments.